Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of 500 and 374 mg/dl. The customer's current blood glucose was 341 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with a pump. The customer was wearing the insulin pump during the hospitalization. The customer states drive support cap appears normal. The insulin pump will not be returned for analysis.